Manufacturer narrative:
The manufacturer previously reported information in reference to a voluntary medwatch (mw5111851) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bladder and colon cancer. The patient reported " I received another new philips bipap after the last 2 were recalled, this replacement causes me to get very ill and I had to be taken to the hospital by ambulance. My new philips bipap is failing me again." The customer chooses not to send his device in he is keeping them for evidence. Customer does not wish to give any more information. He does not want to give the sn, and stated he has legal counsel. The patient stated he was hospitalized and had two surgeries for the cancer. On the previously submitted report, the incorrect option was chosen in type of report complaint in section h. It is corrected on this report. The type of report complaint is now updated to serious injury.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5111851) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bladder and colon cancer. The patient reported " I received another new philips bipap after the last 2 were recalled, this replacement causes me to get very ill and I had to be taken to the hospital by ambulance. My new philips bipap is failing me again." The customer chooses not to send his device in he is keeping them for evidence. Customer does not wish to give any more information. He does not want to give the sn, and stated he has legal counsel. The patient stated he was hospitalized and had two surgeries for the cancer. Attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.